Event description:
A customer reported a cartridge change error with their insulin pump. The customer's blood glucose level was affected, with a recorded value of 465 mg/dl due to the issue. The customer addressed the high blood glucose with a correction injection and did not require assistance from others. Technical support guided the customer through inspecting and cleaning the pump's pneumatic tap area, attaching the cartridge securely, and completing the load process. Initially unsuccessful, the customer ultimately succeeded in loading the cartridge and resumed insulin administration.